Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer entered too much carbs resulting in low blood glucose of 41 mg/dl. Customer was treated with glucose tablets and blood glucose stabilized at 98 mg/dl.